Event description:
The customer reported the sys displayed a high ma error message during a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The filament driver board was replaced and a filament calibration was performed. The sys was then found to be operating as intended.